Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the buttons on the insulin pump were getting stuck. Customer stated that when they use the up arrow the numbers began to scroll up on their own. Customer's blood glucose reading at the time of the call was 137 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump had an intermittent button response, due to moisture damage on keypad trace. No scrolling numbers on display anomaly noted. Insulin pump received with cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.